Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No problems or issues were identified during the device history record review. Visual inspection showed both front corners of top case were cracked and chipped out, and the right plunger case and the battery door were cracked. A corrective and preventative action has been opened to address the reported issue.

Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. A depleted battery alarm was found in the ehl that occurred on (B)(6) 2021 at 15:41:10. This error was followed by a stated battery capacity of 95.65% and was preceded by a battery communication timeout error at 15:04:46. There were no primary audible alarms found in the ehl, so no primary audible alarm could have occurred at, or around the time of customer experienced depleted battery alarm. The battery and ac leds were lit at power up. The investigator was unable to replicate the aforementioned alarms during testing. All the readings of the battery were within the required specifications. The customer battery was used in testing using a known good pump, and no problems were found. The battery pack found in the pump was newer than the battery pack the pump was originally manufactured with indicating that the battery pack was replaced by the customer. The battery communication timeout and battery depleted alarms were evidenced in the ehl. This part of the customer reported problem was therefore confirmed. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The battery and interconnect board were replaced to address the product fault.

Event description:
It was reported that the medfusion pump produced the following alarms: primary audible alarm, and battery depletion. This occurred when the pump was unplugged. The reporter stated that there was a temporary patient harm. The exact nature of this harm, and the impact it had on the patient's health was not specified. Additional information was requested but has not yet been received. Should additional relevant details become available, a supplemental report will be submitted.